Event description:
According to the report, the aortic valve was properly thawed and rinsed. A crack in the valve was noted. The surgeon was able to repair the crack and the valve was implanted with no complications.

Manufacturer narrative:
This investigation is currently ongoing. Any additional information will be provided in the follow-up report.